Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the usb cable was not charging the pump battery. Customer changed the cable and battery was charged. Customer's past blood glucose (bg) could not be recalled; current bg was 155 mg/dl.